Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with an inset 6 mm, 23 in infusion set; fingerstick confirmed elevated glucose, no pump alarms occurred, and troubleshooting included an infusion set change followed by a cartridge change recommendation. Symptoms included blood glucose exceeding 400 mg/dl without reported ketones, loss of consciousness, dizziness, or other acute sequelae. Outcomes included no hospitalization, no professional medical intervention, and no use of backup therapy. Investigation included remote troubleshooting, guided set replacement, and follow-up to assess glucose trends and device function. Investigation of this case revealed that glucose levels stabilized after the infusion set change, with no identified issues with the prior infusion set, cartridge, or connector, and the patient reported concurrent antibiotic use as a potential contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.